Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 15 events were reported for this quarter. Product return status 2 devices were received. 2 devices were not available for evaluation. 11 device investigation types have not yet been determined. Additional information 15 devices were not labeled for single-use. 15 devices were not reprocessed or reused.

Event description:
This report summarizes 15 malfunction events in which the device reportedly overheated. 13 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 15 previously reported events are included in this follow-up record. Product return status: 13 devices were received. 2 devices were not available for evaluation.

Event description:
This report summarizes 15 malfunction events in which the device reportedly overheated. 13 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.